Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. Device download data revealed that the patient was treated three times during the event. The patient was in a rehabilitation facility at the time of the event. At 04:03:51 on (B)(6) 2018 the patient degraded from af to vf. The lifevest delivered an appropriate treatment at 04:04:23. The treatment successfully converted that arrhythmia to sinus bradycardia (20-40 bpm), but the patient subsequently degraded to asystole approximately 20 seconds after the treatment. The lifevest delivered two additional treatments at 04:04:49 and 04:05:39 during asystole. Oversensing of low amplitude cardiac input signal contributed to the inappropriate detections. The patient remained in asystole following the treatments. The lifevest was shutdown at 04:08:35. The patient reportedly passed away around 5:00am. There is no indication that the lifevest treatments during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments. No deficiencies were alleged against the lifevest.